Event description:
An alarm was reported by the customer, indicating an earlier occlusion event. The customer's blood glucose level remained under 15 mmol/l, showing no adverse impact. The customer resolved the issue by resuming therapy and continuing insulin use. It was noted that there were no frequent or recurring issues, so no additional assistance was needed, and the case was closed after advising the customer to monitor the pump and call back if necessary.